Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. The console was interrogated in the lab. Logs from the failure investigation confirmed battery level low alarm being issued. It was observed that the console was at 49 percent battery on boot up. The console was confirmed to not be charging the batteries despite being supplied with alternating current (ac). It was confirmed that ac inline fuses had blown. Replacing the fuses did not resolve the issue as they were immediately blown. Interrogation of power supply confirmed that it was not delivering output of 24 volt direct current from its output. Replacing the power supply resolved the issue. The root cause for the battery not charging was a defective power supply unit. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11822 and should not have been.

Event description:
The user facility biomedical department reported that the automated impella controller (aic) had a battery failure during patient use. No patient harm was reported.

Manufacturer narrative:
The aic device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.